Event description:
It was reported that the packaging of palacos powder did not open properly. The item was determined to be unsterile. There was no harm or delay reported and surgery was completed using an alternate product.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.